Event description:
It was reported that the insyte 24ga x 0.75in experienced leakage. The customer stated, "when the catheter package is opened, the catheter adapter is released."

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in experienced leakage. The customer stated, "when the catheter package is opened, the catheter adapter is released."

Event description:
It was reported that the insyte 24ga x 0.75in experienced leakage. The customer stated, "when the catheter package is opened, the catheter adapter is released."

Manufacturer narrative:
H.6. Investigation summary: according to the description of the complaint the customer does not make clear the defect of the product and according to visual analysis of the sample there was no damage to the adapter or any part of the product, it is noteworthy that for a detailed analysis the presence of the sample would be necessary. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see section h.10.